Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds). The balloon was tightly folded. The stent was microscopically examined and was found to be damaged on the distal and proximal ends with several bent stent struts. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 12x3.50mm rebel stent was selected to treat the lesion, however, it was found that the stent end was bent up off the balloon. The procedure was completed with a different device. No patient complications were reported and patient's status was fine.